Manufacturer narrative:
Updated data: b5. Second paragraph e4. Initial reporter's email medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that on the day of this transcatheter bioprosthetic valve implant the patient was admitted with a platelet count of 147 and hypomagnesium. Worsening thrombocytopenia was identified following the valve implant. This was reported as unrelated to the medtronic products nor to the procedure, but the cause was not reported. No treatment was required for the thrombocytopenia. An electrocardiogram (ECG) showed left bundle branch block (lbbb). No treatment required. Hypomagnesium was treated with medication, and the hypomagnesium resolved the following day. This same day following the implant of the valve, atrial fibrillation with a rapid ventricular response developed at a rate of 106 beats per minute (bpm). An exacerbation noted, as here was a history of atrial fibrillation, unclear if a history of a rapid ventricular response. An echocardiogram identified a trace posterior pericardial effusion. This was noted on the final echocardiogram. Bilateral pleural effusion were noted via x-ray. No treatment was required for the pericardial nor the pleural effusion. Both of these were reported as possibly related to the procedure. Beta blockers were prescribed for atrial fibrillation. The atrial fibrillation was noted as possibly related to the procedure and resolved the following day. Two days following the valve implant, hypocalcemia was identified. This was reported unrelated to the medtronic products and procedure, but the cause was not reported. No treatment was reported. On an unspecified date, just a few days after discharged from the transcatheter valve implant, shortness of breath presented. This required a 48 hour stay at the hospital with intravenous diuretics. At this discharge, medication included a new prescription for an oral diuretic. The patient presented to the emergency department 6 days following the valve implant procedure due to shortness of breath as result of fluid overload. The brain natriuretic peptide (bnp) measured 3298 on admission to the hospital. Intravenous diuretic was administered. The patient returned to baseline prior to discharge with a home prescription for an oral diuretic. The episode was considered resolved 2 days later. Approximately 1 month and 5 days following the implant of this transcatheter bioprosthetic valve, dyspnea presented. The patient went to the emergency department and an unspecified medication was provided. The patient was discharged 4 hours later. This episode was reported as possibly related to the procedure, but not to the medtronic products and considered resolved the same day. Three days later, dyspnea and chest tightness that radiated to the limbs and worse with laying down presented. The patient was transported to the emergency department via ambulance. Aspirin was administered and the patient was admitted for observation. This episode was reported as possibly related to the procedure, but unrelated to the medtronic products. Atrial fibrillation with a rapid ventricular response was also again ide ntified. Premature ventricular or aberrantly conducted complexes also were identified. Diuretics and beta blockers were administered. Diuresis increased during the hospital stay. The following day, during hospitalization, a decreased systolic function was noted. T he ejection fraction was estimated to be 25% compared to 45-49% following the valve implant procedure. Medications were amended which included discontinuing the intravenous fluids, changes to the diuretic, potassium chloride, a calcium channel blocker, and glycoside. This condition continued at discharge. The atrial fibrillation continued at discharge. The atrial fibrillation, systolic function, and ejection fraction were reported as possibly related the procedure but unrelated to the medtronic products. An echocardiogram performed approximately 2 years later noted the trace posterior pericardial effusion was absent. This effusion was then considered resolved. No additional adverse patient effects were reported. Medtronic received additional information that the patient's medical history was positive for thrombocytopenia. It is unknown if the afib with rvr was present in the patient's medical history. In addition, the cause of the decreased systolic function, cardiac output, and ejection fraction is unknown. It was clarified the patient was hospitalized due to the underlying chf.

Event description:
Medtronic received information that on the day of this transcatheter bioprosthetic valve implant the patient was admitted with a platelet count of 147 and hypomagnesium. Worsening thrombocytopenia was identified following the valve implant. This was reported as unrelated to the medtronic products nor to the procedure, but the cause was not reported. No treatment was required for the thrombocytopenia. An electrocardiogram (ECG) showed left bundle branch block (lbbb). No treatment required. Hypomagnesium was treated with medication, and the hypomagnesium resolved the following day. This same day following the implant of the valve, atrial fibrillation with a rapid ventricular response developed at a rate of 106 beats per minute (bpm). An exacerbation noted, as here was a history of atrial fibrillation, unclear if a history of a rapid ventricular response. An echocardiogram identified a trace posterior pericardial effusion. This was noted on the final echocardiogram. Bilateral pleural effusion were noted via x-ray. No treatment was required for the pericardial nor the pleural effusion. Both of these were reported as possibly related to the procedure. Beta blockers were prescribed for atrial fibrillation. The atrial fibrillation was noted as possibly related to the procedure and resolved the following day. Two days following the valve implant, hypocalcemia was identified. This was reported unrelated to the medtronic products and procedure, but the cause was not reported. No treatment was reported. On an unspecified date, just a few days after discharged from the transcatheter valve implant, shortness of breath presented. This required a 48 hour stay at the hospital with intravenous diuretics. At this discharge, medication included a new prescription for an oral diuretic. The patient presented to the emergency department 6 days following the valve implant procedure due to shortness of breath as result of fluid overload. The brain natriuretic peptide (bnp) measured 3298 on admission to the hospital. Intravenous diuretic was administered. The patient returned to baseline prior to discharge with a home prescription for an oral diuretic. The episode was considered resolved 2 days later. Approximately 1 month and 5 days following the implant of this transcatheter bioprosthetic valve, dyspnea presented. The patient went to the emergency department and an unspecified medication was provided. The patient was discharged 4 hours later. This episode was reported as possibly related to the procedure, but not to the medtronic products and considered resolved the same day. Three days later, dyspnea and chest tightness that radiated to the limbs and worse with laying down presented. The patient was transported to the emergency department via ambulance. Aspirin was administered and the patient was admitted for observation. This episode was reported as possibly related to the procedure, but unrelated to the medtronic products. Atrial fibrillation with a rapid ventricular response was also again identified. Premature ventricular or aberrantly conducted complexes also were identified. Diuretics and beta blockers were administered. Diuresis increased during the hospital stay. The following day, during hospitalization, a decreased systolic function was noted. The ejection fraction was estimated to be 25% compared to 45-49% following the valve implant procedure. Medications were amended which included discontinuing the intravenous fluids, changes to the diuretic, potassium chloride, a calcium channel blocker, and glycoside. This condition continued at discharge. The atrial fibrillation continued at discharge. The atrial fibrillation, systolic function, and ejection fraction were reported as possibly related the procedure but unrelated to the medtronic products. An echocardiogram performed approximately 2 years later noted the trace posterior pericardial effusion was absent. This effusion was then considered resolved. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: dcs-c4-18fr; product type: 0195-heart valves; implant date n/a; explant date n/a, product ID: cls-3000-18fr; product type: 0195-heart valves; implant date n/a ; explant date: n/a, product analysis: the product remained implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. ­h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.